Event description:
On (B)(6) 2013, it was reported to animas that allegedly the keypad buttons were sticking. There was no additional information and no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.